Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure female, aged 52 at time of surgery. I don't have details of weight/bmi. Date and name of initial surgical procedure laparoscopic sacrohysteropexy in 2014. The diagnosis and indication for the initial surgical procedure? Uterine prolapse. What were current symptoms following the index surgical procedure? Onset date? Pain from approximately 6 months following surgery. What are the patient comorbidities/concomitant medications? Current background of depression (?onset since surgery - details unknown). Taking multiple pain medications including pregabalin and codeine as well as fluoxetine. Product code and lot # only known details about product are those included in the original mhra report. What is physician¿s opinion as to the etiology of or contributing factors to this event unknown but pain responded to mesh removal. What is the patient's current status? Well. Were any concomitant procedures performed? Mesh removal and hysterectomy only. Onset date/time of the pain from surgery. Location and character of the pain? Pain in pelvis. Is there any specific activity that precipitated the pain or eased the pain? None known. What medical intervention was given for the pain management? Results? Analgesia given - see above. Please provide date, details, and surgical findings of the re-operation. Surgery september 2019, open abdominal removal of entire mesh and total abdominal hysterectomy. Normal appearance of uterus. No clinical evidence of mesh infection seen. No adhesions to bowel/bladder noted

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? Please provide date, details, and surgical findings of the re-operation.

Event description:
It was reported that a patient underwent a laparascopic hysteropexy on an unknown date and the mesh was implanted. It was reported that post op the patient experienced chronic pain. The device was fully removed and a hysterectomy was performed via laparotomy. No device will be returned.